Event description:
The consumer stated that she found small pieces of foreign material in the drain bag of administration set. She said the material was dark brown in color and resembled a piece of leaf of wood. Product used: no.